Event description:
It was reported that during a biliary treatment procedure an exposed guidewire occurred. An unspecified device had been advanced over the hydra jagwire guidewire to retrieve "stones" in the "hepatic portal region". The physician then attempted to advance an unspecified type of stent over the hydra jagwire guidewire, but it got "stuck" at the dream tip. It was noticed that the core wire of the guidewire appeared to be exposed. The physician attempted to withdrawal the stent, but encountered resistance and the stent dislodged in an unspecified location. The procedure was completed with another hydra jagwire guidewire. There were no pt complications reported with the pt's current condition listed as "good".